Event description:
A customer reported to baxter corporate product surveillance a 200ml small volume intermate in which the reservoir broke during filling. There were no reports of patient involvement, patient injury, medical intervention, or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed no evidence of a rupture bladder however there was evidence showing that the film wrap was missing from the bladder. The fluid observed in the housing was a result of a missing film wrap. Therefore, the assignable root cause of the leak was determined to be missing film wrap. A batch review was performed on the reported lot with no deviations found.